Manufacturer narrative:
This report was created from a study review where no device was returned as it remains in-situ so no evaluation was completed, no radiographs were provided so the complaint could not be confirmed. Review of the reported event noted that at the two year follow up a screw was found to have a lost fixation with the bone (s1) no revision has been completed of scheduled, the patient will continue to be monitored. A definitive root cause of the events could not be determined with the limited information provided although pseudoarthrosis is a complication of spinal procedure and may be the result of patient related factors, implant selection or placement, excessive loading and or postoperative excessive physical activity. No additional investigation can be completed. Labeling review: "contraindications contraindications include, but are not limited to...4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union...pain, discomfort or abnormal sensations due to the presence of the device..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." 9401879-en p-12/2018.

Event description:
The event was identified during a review of the lumbar interbody pmcf study, the report identified that on may 11, 2023 a patient underwent a transforaminal lumbar interbody fusion at l4/5 and l5/s1 with posterior fixation l2 to s1. On mar 12, 2025 radiographs showed mildly increased kyphosis since 2023 and haloing around the right s1 screw. No treatment at this time and the patient will continue to be monitored.